Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the fingerstick blood glucose (bg) values. The patient reported a blood glucose value of 53 mg/dl with dizziness and shakiness. Customer support identified a training misuse issue, in that the patient had not waited 10 minutes since the calibration before comparing bg values. This complaint is being reported because the issue may have resulted in the user reacting to incorrect continuous glucose monitoring data, and the patient experienced hypoglycemia.